Event description:
Customer reports obtaining results of 569mg/dl; 327mg/dl; and 206mg/dl on the same device within a min. No action was taken based on device results. No adverse event reported and no treatment rec'd. No quality controls were used. Requested return of suspect device and replacement was sent.